Event description:
The customer reported that after performing a preventive maintenance on the ventilator the driver overheated and shut off. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis engineer examined the driver and found that the ohms of the coil would change from 3 ohms to mega ohms when the input wire was moved. Traced issue to a bad solder joint at the driver cable assy. Also, found that the coil assy is coming into contact with the pole piece and the coil assy is shorting into the pole piece. Duplicated, unit shut off, complaint issue. Routed to the factory service department with recommendation to replace the driver cable assy. Pole piece, coil assy, and any other materials as required, rework to current configuration, recalibrate, retest per specifications.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.